Event description:
Voluntary medwatch received states that the patient visited the clinic for a follow-up after their implant. The patient had developed an infection at the site of the implanted device, accompanied by redness at that location. As a result, the pacemaker system was explanted. There were no patient consequences.